Event description:
It was reported that this lead suddenly exhibited high out of range pacing impedance and a lead fracture was confirmed through x-ray. Subsequently, a lead revision was performed. During the replacement procedure, the lead was broken using technical tools for extraction, however, the lead was not able to be completely removed. No additional adverse patient effects. The lead is not expected to be returned as it was ruined during explant.